Manufacturer narrative:
The glucose reagent lot number was 88912001 with an expiration date of 30-sep-2026. The qc was within the ranges. There was no indication of a performance issue with the reagent. The field service engineer found that there was an issue with the rinse tubing. He replaced the rinse tubing. He then ran the glucose test with no issues. The customer performed calibration and qc with successful results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay on a cobas c 503 analytical unit. Initial result: 7.89 mg/dl. The initial result did not match the patient's previous results, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 87.6 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
In the initial medwatch, the statement in h11 additional narrative: "the qc was within the ranges. There was no indication of a performance issue with the reagent." Was deleted. The calibration was last performed on 05-dec-2025, and it was acceptable. The service actions performed by the field service engineer (fse) resolved the issue. The fse found that the root cause was due to an issue with the rinse tubing.